Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement, the atrial port set screw kept falling out of the cardiac resynchronization therapy defibrillator (crt-d). When the physician twisted the wrench clockwise, no clicking sound was heard and there was no resistance. The physician then twisted counterclockwise and the set screw came out with the wrench. The physician decided to not use the device and replaced it with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.